Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "rupture and visibility/palpability."

Event description:
Patient reported right side "rupture and visibility/palpability", microcalcifications, steatonecrosis, and oily cysts. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "rupture." The device remains implanted.